Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pt says that there are many different screens on top of each other, and says it started about 2 weeks ago. They said they first made rep aware of this a week and a half or 2 weeks ago. Pt couldn't get the battery cover off of controller. They are going to have a neighbor help get cover off and will then call pats back when they have battery pack out. Patient called back and mentioned they had the back cover removed from the controller. Patient mentioned the layered screens appeared again when charging their implant after they troubleshooted with mdt rep. Patient mentioned they get crazy messages. Agent walked patient through resetting the controller; controller showed no device found then connect the recharger. Agent instructed patient to start a charge session; controller showed battery low replace the controller batteries soon. The issue was not resolved. An email was sent to repair to replace the controller. Patient called back and reported since getting their replacement controller, they could not use the controller wirelessly to check any information, and just kept saying no device found. Agent asked, patient confirmed they could charge the im plantable neurostimulator (ins) with their recharger fine, and access information when recharger was plugged in, just not wirelessly. Agent reviewed information; likely the pairing information did not hold, and they could have the unpaired and re-paired with assistance of medtronic reps. Patient understood and will reach out to them for further assistance. Mdt rep called and reiterated that patient received replacement controller but is only able to connect to implantable neurostimulator (ins) with controller/recharger and not with the controller on its own. Tss reviewed ensuring ins is charged and that controller may need to be re-paired to ins using tech mode.